Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for peripheral neuropathy and spinal pain reported via the manufacturer's representative (rep) they had the implantable neurostimulator (ins) repositioned. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient began experiencing pain in (B)(6) 2014. If additional information is received, a follow-up report will be sent.